Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffé gen. 2 on a cobas 8000 c 701 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 10.45 mg/dl and it repeated as 1.75 mg/dl.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The field service engineer determined the rinse unit tubing was damaged and it was replaced. The investigation determined the service actions resolved the issue.